Manufacturer narrative:
H10: the lot number was provided for the returned device, and a lot history review was performed. A pinhole rupture was observed for the device. A root cause has not been determined. The device was labeled for single use. H11: h6 (results 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the event indicated that model cq7594 pta balloon dilatation catheter allegedly ruptured prior to reaching 26atm. This report was received from one source. The alleged malfunction involved a patient with no reported patient injury. The patients age, weight and gender not provided.

Manufacturer narrative:
For the one reported event, the one device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model cq7594 pta balloon dilatation catheter allegedly ruptured prior to reaching 26atm. This report was received from one source. Of the one event, did involved patient with no reported patient injury. The patients age, weight and gender not provided.